Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after an afib case, a cardiac tamponade was noticed about 20 to 30 minutes after the procedure was finished. The procedure was completed without issues. The patient's blood pressure began to drop, and they displayed shortness of breath. A pericardial effusion was confirmed with an on-site handheld echo. The medical intervention provided was a pericardiocentesis and 300 cc of fluid was removed from the patient. The patient was reported to be in stable condition, and stayed overnight for observation. The caller stated that they are unsure of what may have caused the pericardial effusion per the physician. The catheter lot number is unknown as the packaging was discarded and unrecoverable after the case. This adverse event was discovered after the case. Approximately 30 minutes after the patient was in the recovery room, she started experiencing shortness of breath and became hypotensive and pericardial effusion was confirmed with a bedside handheld echo. The physician¿s opinion on the cause of this adverse event is that it was the procedure related, and not patient condition nor due to bwi product malfunction. The patient fully recovered with no residual effects. The patient required extended hospitalization and stayed overnight to monitor drainage, after following up with the physician, the patient was discharged the afternoon after. No relevant tests/laboratory data or history. A smartablate generator with serial number (B)(4) was used. A transseptal puncture was performed with an nrg needle (baylis medical). Prior to noting the pericardial effusion, ablation was performed; a wide area circumferential ablation was performed on the patient without additional lines on the la. It is unknown when the event occurred, the CT was noticed on the post-op phase. An irrigated catheter was used in the event, the flow setting was 15 ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The maximum watts used was 35. Graph; dashboard; vector; and visitag force visualization features were used. The visitag module was used, parameters for stability used were 2 mm range; 3 sec; fot 25%; tag size 3mm. No additional filter was used with the visitag. Ablation index color option was used prospectively.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 03-may-2022, it was noted that the physician¿s name was inadvertently omitted on the 3500a initial report. Therefore, the d 1. Initial reporter title, d 1. Initial reporter first name, d 1. Initial reporter last name, d 2. Health professional, d 3. Initial reporter occupation were updated.